Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a total knee surgery at the cementing stage the doctor was impacting the tibial implant. On the third strike the impactor handle broke along with the fb impactor. All pieces were retrieved and the doctor switched to the second impaction handle. The surgery was not delayed and all parts will be sent back. A shim was noticed during surgery with a small crack near the metal bearings. The shim was not used and will be sent back as well. (B)(6). Patient consequence? :no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
Pc-(B)(4).the investigation confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.